Event description:
It was reported that the atrial channel exhibited noise. A lead insulation breach was suspected, but when the pocket was opened, no damage was noted. The pulse generator was reconnected to the leads, and the noise could not be reproduced. The physician believed that there had been a connection issue. The pulse generator was replaced.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing anchors in 2009. During the procedure, two anchors fractured and the tip of one remains in the patient. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Other text : device evaluation anticipated, but not yet begun.